Event description:
Additional information was received. It was indicated that the patient was having a hard time breathing; a severe needle-like sensation in her hand, leg, feet, and arm; and numbness of her face and hand. These symptoms had been occurring intermittently over the prior thirty days, but had become constant at the time of report. The patient had gone to the emergency room twice, and they told her that it was either withdrawal or a reaction to medication. When the patient saw her doctor during the prior week, he told her that malfunctions don¿t usually happen and decreased her dosage by 23%.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that starting in the end of (B)(6) that patient started having problems with the pump. The patient had a change in therapy effect. It was also noted that he patient had a change in symptoms including dropping to ground, dropping things, severe watery eyes, ¿saliva draining from mouth and pulse keeps raising, blood pressure sky high, hard time breathing, insomnia,¿ swollen tongue, and swollen and puffy eyes, and hallucinations. Reportedly, the patient was in the hospital three times in the past 60 days prior to the report. It was later clarified that the patient had been in the hospital the last week of (B)(6) and the second week of (B)(6) and went the ER on (B)(6) and was admitted to the hospital the first week of (B)(6). It was reported that the patient could feel when medication was being released; it was like getting ¿too much meds and then not enough.¿ at first it was thought the patient was being overdosed and ¿getting too much morphine¿ so they system was flushed and the medications were changed out and the ¿medication amount¿ was turned down which helped, but the patient continued to have flu-like symptoms, high blood pressure, lower back pain, waking up at night, and a racing pulse. The pump was delivering morphine and bupivacaine at the time of the event.